Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that, during this inflatable penile prosthesis (ipp) original procedure, a distal crossover of the cylinders occurred while implanting the components. In addition, when placing the right cylinder, its rear tip extender (rte) detached. The medical staff attempted to retrieve it but was unable to locate it within the corpora; therefore, a cystoscopy was performed, during which the rte was visualized. However, despite multiple attempts over several minutes to retrieve it, the efforts were unsuccessful, so it was decided to implant the cylinder and complete the procedure. There were no further patient complications reported.

Event description:
It was reported that, during this inflatable penile prosthesis (ipp) original procedure, a distal crossover of the cylinders occurred while implanting the components. In addition, when placing the right cylinder, its rear tip extender (rte) detached. The medical staff attempted to retrieve it but was unable to locate it within the corpora; therefore, a cystoscopy was performed, during which the rte was visualized. However, despite multiple attempts over several minutes to retrieve it, the efforts were unsuccessful, so it was decided to implant the cylinder and complete the procedure. There were no further patient complications reported.